Manufacturer narrative:
Unit was received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unit was received with moisture damage noted on motor and vibrator motor assembly. Unit was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed critical pump error. The customer¿s blood glucose level was 8.9 mmol/l at the time of the incident. The customer stated that she took a shower while connected to the insulin pump. The insulin pump alarmed critical pump error with open book image and has a red cross. The insulin pump will be replaced. The insulin pump will not be returned for analysis.